Event description:
During the premature ventricular contractions procedure of the rvot, when the introducer was used and the sheath was pulled out, it was noted there was something like a clear thread at the tip. Slowly pulling out the introducer as it was, the thread came out stuck to the tip of device. There was no residue noted in the patient. It was not noticed at all during the puncture at the beginning of the procedure, and no issues occurred. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported ¿clear thread¿ was not returned. The reported ¿clear thread¿ was not returned. The sheath was dissected; one section of the jacket liner from the interior of the sheath was found torn and delaminated in long narrow strip throughout the sheath, which is consistent with the reported event. Information from the field indicated the reported issue occurred after the puncture at the beginning of the procedure. Additional analysis confirmed the sheath hub and jacket liner damage was consistent with a gouge by another device inserted through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner tear remains unknown.